Manufacturer narrative:
The product has not been returned by the facility, therefore no evaluation findings are available.

Event description:
Per the medwatch report, during a laparoscopic appendectomy, the tip of the grasper broke off inside the patient and was retrieved with no harm to the patient. The procedure was completed with no other surgical intervention required.